Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error codes 2300, 3230, 3248, 5007, 5024, 5122, 5179, 5704 and 8218 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor overheated. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.